Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aaa endoprostheses to treat abdominal aortic aneurysm. The patient's proximal neck measured over 90 degree; however, the trunk was implanted with no issue, the patient tolerated the procedure. On (B)(6) 2013, a follow-up CT revealed a possible proximal type I endoleak and distal migration (greater than 10 mm) of the trunk. It was reported that the device migrated distally when the stiff guidewire was removed from the patient during the implant procedure. On (B)(6) 2013, a proximal type I endoleak was confirmed by angiography. On (B)(6) 2013, an additional procedure was performed whereby two additional devices were implanted to treat the proximal type 1 endoleak. The endoleak was resolved at the end of the procedure, and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.